Event description:
It has been reported to philips that manual exposure was not possible. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the manual exposure was impossible during use. Upon functional testing, the fse reviewed the logs file and found the miu phase fault. To resolve the issue fse replaced the miu, but the issue was not resolved. The fse found that the voltage of pdu output 3-phase l2 would drop when starting up or exposure, but the input of pdu was always normal. The fse replaced the mains interface module to solve the issue. After replacement, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the manual exposure was impossible during use. Upon functional testing, the fse reviewed the logs file and found the miu phase fault. To resolve the issue fse replaced the miu, but the issue was not resolved. The fse found that the voltage of pdu output 3-phase l2 would drop when starting up or exposure, but the input of pdu was always normal. The fse replaced the mains interface module to solve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, product UDI, manufacture date and the reporting address line 1 have been updated.